Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the leadless implantable pulse generator (ipg) exhibited high thresholds and is scheduled to be replaced.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that their leadless implantable pulse generator (ipg) was exhibiting premature battery depletion. The device remains in use. No patient complications have been reported as a result of this event.